Manufacturer narrative:
The dhea-s reagent lot number is 857261 and the expiration date is 31-aug-2026. The estradiol reagent lot number is 870429 and the expiration date is 31-may-2026. The calibration and qc were reportedly within specification. The field service engineer (fse) adjusted the sample and reagent probes. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys dhea-s and elecsys estradiol iii results for 2 patient samples on a cobas e 411 analyzer. Sample 1 had an initial dhea-s result of 0.100 ug/dl with flag. The repeat result was 88.13 ug/ml. Sample 2 had an initial dhea-s result of 0.100 ug/dl with flag and an initial estradiol result of 5.00 pg/ml with flag. The repeat dhea-s result was 409.3 ug/ml and the repeat estradiol result was 86.37 pg/ml.